Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on intermittent occurrences, that the wake button was hard to press. Reportedly, the customer had to press the wake button multiple times with force before the screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.